Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the warning message on the mobile viewing station (mvs) monitor ¿image transfer rate is below the recommended values¿ was confirmed and the interface cable was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile viewing station (mvs) monitor displayed an warning message that read ¿image transfer rate is below the recommended values". It was reported that the image quality was poor. No patient was present at the time the issue was observed.

Manufacturer narrative:
The interface (umbilical) cable for the imaging system was returned to the manufacturer for evaluation. Testing found an open between two lines on the unit. If information is provided in the future, a supplemental report will be issued.